Event description:
It was reported that a 74-year-old male patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient had a cardiac tamponade requiring cardiac drainage. It was reported there was a pericardial effusion (cardiac tamponade). There was no decrease in blood pressure. The event was confirmed by echo after ablation. About 100 cc of effusion was aspirated. Atrial septal puncture had been performed by rf needle (japan lifeline). The cardiac tamponade was identified after conducting ablation, but steam pop was not confirmed. Irrigation catheter¿s flow rate setting was flow rate 15cc with using smart touch sf catheter. There were no errors. Additional information was received indicating the adverse event occurred during use of biosense webster products during the ablation phase. The intervention provided was cardiac drainage. The flow setting for the irrigated catheter used in the event was 15ml. Force visualization features used were dashboard; vector; and a visitag. Additional filter used with the visitag was force over time (fot). Color options used was a tag index.

Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30844105l and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On 4-nov-2202, additional information was received indicating the physician¿s opinion on the cause of the adverse event is that it was not related to product. The patient outcome of the adverse event was reported as fully recovered. A smartablate generator was used and the correct catheter settings were selected on the smartablate generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Dashboard; vector; visitag force visualization features were used. Parameters for stability used were ablation index. Force over time (fot) additional filter was used with the visitag. Tag index color option was used prospectively. No product returned. Additionally, the initial reporter last name was provided, therefore, the appropriate fields in section e. Initial reporter have been populated with this information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4)